Event description:
A pump alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm was occurring; alarm due to zero ml reservoir volume reached. The low reservoir alarm was also showing. The healthcare provider (hcp) refilled the pump. The hcp said, the patient had some lower back pain, but was "okay". The device system was delivering lioresal.

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).